Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in the subclavian vein. A 300cm journey guide wire was advanced, however the tip of the wire was detached when manipulating the device to the lesion. The detached tip was able to be removed from the patient with the use of a snare device and the procedure was completed using an alternative wire. No patient complications were reported and the patient's status was fine.